Event description:
It was reported that post-operatively, the right atrial (ra) lead became dislodged and was revised that same day. It was further noted that three days later, the ra lead became dislodged a second time and the right ventricular (rv) lead became dislodged. Both the ra and rv leads were revised and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.